Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels into the 300's (mg/dl). The customer delivered correction boluses via the pump and changed supplies. Reportedly, the customer changes their cartridge every 5 days. The customer was educated to replace the cartridge every 72 hours when using novolog.